Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee internal karl storz reference number: (B)(4).

Event description:
It was reported that the tip of the outer sheath comes off. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: it can be seen that one side of the bayonet lock is minimally bent. The lock was checked by means of a clickline insert (insert distally and lock by turning 90 degrees); this worked perfectly. Since the proximal insert locks into place in the handle, it is not possible for the insert to fall out if it is correctly installed. On the shaft 33300m, one side of the bayonet lock can be seen to be bent slightly towards the center (fig. 2). After checking with a clickline insert, however, no malfunction can be detected and the insert can be locked without problems. A possible cause for the customer's problem is that the shaft, together with the insert, is not properly locked in the handle and thus could come loose from the shaft. (When everything is assembled in a "set", no component can come loose). As described in the IFU, the set must be checked for function before each use; a malfunction would have been detected. The slightly bent bayonet has no effect on the function of the article. The event is filed under internal karl storz complaint ID: (B)(4).